Event description:
A patient reported experiencing inaccurate erratic results with an ot basic meter. The patient's blood glucose was 601 mg/dl and 144 mg/dl, within 10 minutes, with a difference 109%. Patient did not experience any adverse events. No further information has been reported.